Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The 75% stenosed, 18mm in length, target lesion was in the mid right coronary artery (rca). The physician had selected a 4.5x20mm liberte' bare metal stent (bms) and was attempting to load the device onto a non-bsc high floppy guide wire when it was noticed that the proximal portion of the stent was "lightly open". The device was not used in the procedure and did not contact the pt. The procedure was completed with another 4.5x20mm liberte' bms. There were not pt complications reported with the pt's current condition listed as "stable".